Event description:
Clinic notes were received reporting that a vns patient was having their generator replaced for being at end of battery life neos. The patient had their generator replaced and it has been returned for analysis. Completion of analysis is pending. Additional clinic notes were received with some patient history. Reporting their seizures started at age 16 and are grand mal seizures. He currently has seizures with a frequency of one seizure per 3 months, recently to have increased to 4 times per month. They last approximately 1 minute. However it appears that he has a very beneficial effect of the vagal nerve stimulator upon his seizure frequency. Followup was made with the patient's neurology office and it was unknown if their seizures of 4 times per month were above their prevns baseline rate as they do not record seizure frequency. The patient was not having a change in seizure type or duration. No preop diagnostics are available to determine if their generator was delivering their desired therapy at the time of replacement.

Manufacturer narrative:
(B)(4).

Event description:
An end-of-service warning message was verified in the lab and found to be associated with the output being disabled by the pulse generator. Results of diagnostic testing indicated that the battery status indicated neos=yes in the lab. The battery is partially depleted, 2.236 volts as measured during completion of test parameter. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications. No issues were found that affected device function.